Manufacturer narrative:
(B)(4). Report source: mia s. Hagen, md, sachin allahabadi, md, alan l. Zhang, md, brian t. Feeley, md, trevor grace, md, c. Benjamin ma, md* (2019). A randomized single-blinded trial of early rehabilitation versus immobilization after reverse total shoulder arthroplasty, journal of shoulder and elbow arthroplasty. Volume 29, issue 3, p442-450, https://doi.org/10.1016/j.jse.2019.10.005. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01225. No product was returned; visual and dimensional evaluations could not be performed. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause could not be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a study that one patient within the delayed-therapy group to have a prosthetic shoulder dislocation requiring surgery less than 1 month post-operatively. Attempts have been made and no further information has been provided.